Manufacturer narrative:
A response from the manufacturer is pending. (B)(6) 2011: since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4).

Manufacturer narrative:
(B)(4), 2011.a response from the manufacturer is pending. Device was not returned.

Event description:
The pacemaker was explanted due to chronic pain/soreness at pacemaker site. The physician performed a pocket revision but it was reported that the patient still had pain. The oscor leads were also explanted. A new system was implanted on the opposite side of the chest.

Event description:
The pacemaker was explanted due to chronic pain/soreness at pacemaker site. The physician performed a pocket revision but it was reported that the patient still had pain. The oscor leads were also explanted. A new system was implanted on the opposite side of the chest.